Event description:
Delivery failure due to backlight current below minimum [device issue]. No adverse event [no adverse event]. Case description: this initial non-serious post-marketing device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who contacted ikaria customer care and technical services regarding a device issue with inomax dsir number (B)(4). The device was not in use on a patient at the time of the device complaint. Inomax dsir number (B)(4) was picked up for service evaluation. Investigation results (secondary findings) were received on (B)(6) 2014.

Manufacturer narrative:
On (B)(6) 2014, the respiratory therapist (rt) contacted ikaria customer care and technical service regarding a device issue with inomax dsir number (B)(4). The device was not in use on a patient at the time of the device complaint (complaint - (B)(4)). Device investigation was completed on (B)(4) 2014. Evaluation summary: inomax dsir number (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log. Secondary finding unrelated to the complaint: the rsc experienced a delivery failure (df) alarm due to backlight current below minimum. The rsc replaced the display/touchscreen assembly and performed replacement of mounting shroud. The root cause for this device issue was a display blank-backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. Case comment: (B)(4) 2014: this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00023).